Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported recurrent tr appears to be related to the reported slda. Tr is listed in the instructions for use as a known possible complication associated with triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention was provided. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 06aug2024, a patient presented with grade 4 functional tricuspid regurgitation (tr) and tethered leaflets for a triclip procedure. Two triclips were implanted and the tr was reduced to grade 2. On 08aug2024, during a follow-up echocardiogram, the septal leaflet was discovered to be detached from one of the triclips. The anterior leaflet was attached (single leaflet device attachment - slda). The physician believes the slda may have been caused by tethered leaflets. Additionally, the tr was recurrent at grade 3.